Event description:
Family walked in the room to find the patient on the floor. The patient fell over the top of both side rails of the bed (which were up on that side) and sustained a broken rib. Total of 3 side rails up at the time. The patient went over the side where both side rails were up. There was only a few inches (<6 inches) of space available between the top of the side rail and the top of the mattress, the patient rolled over and fell out of the bed. Generally there is 9-12 inches or so of room between the side rail and the top of the mattress overlay, but this particular combination of mattress, frame and overlay, left minimal room for safety (<6 inches between top of side rail and the top of the mattress).the overlay was rented through hill-rom and installed by a hill-rom tech onto a hill-rom frame(advanta bed)with a hill-rom mattress (accu-max).====================== manufacturer response for acucair overlay, acucair (per site reporter).====================== met with hill-rom sales rep and the service manager, informed them of the issue. They requested that we put in a formal complaint. They did not want to take any responsibility for this situation. When this happened several years ago, they stated that their techs should not be placing the acucair overlays on certain frames, but this continued to happen despite multiple instructions from us and their employer.